Event description:
Us legal. It was reported that, after a tha surgery had been performed in (B)(6) 2018, the patient started to develop the following series of symptoms: chronic/debilitating pain, si joint inflammation, difficulty walking, leg length discrepancy, instability, bursitis, issues with her vision that required surgery, hair loss, skin rash, difficulty laying on her side, a callus on her hip and the patient can hear it move. This situation is ongoing.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Manufacturer narrative:
H3, h6: it was reported that, after a total hip replacement surgery had been performed in sep 2018, the patient started to develop the following series of symptoms: chronic/debilitating pain, joint inflammation, difficulty walking, leg length discrepancy, instability, bursitis, issues with her vision that required surgery, hair loss, skin rash, difficulty laying on her side, a callus on her hip and the patient can hear it move. The device, used in treatment, was not returned for investigation. A product evaluation could therefore not be performed. A complaint history review was performed. The occurrence of the reported failure mode is within its expected risk level as per risk management. Due to insufficient information, it is not possible to perform a review of past corrective actions and a relationship between the reported event and the device cannot be confirmed. Based on the available information, it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. The reported failure mode pain is stated as a potential adverse device effect in the hip instruction for use of smith and nephew (lit. No. 12.23 ed. 03/21). Furthermore, the failure mode and the severity are covered in the corresponding risk management document. A medical investigation could not be performed due to insufficient information available. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Due to insufficient information, it is not possible to speculate about factors which could have contributed to the reported event. Should more information become available, the investigation will be reopened. No further actions are deemed necessary at this time. Smith+nephew will continue to monitor this device for similar issues.